Manufacturer narrative:
Brand name: juvederm volbella xc. Device lot # is v15lb00975, device catalog # is 96658rx, and UDI number :(B)(4). Type of investigation: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient in the lips with 0.6 cc of juvéderm® juvéderm¿ with lidocaine. 7 days later the patient was injected in m1m2m3, tw4, snl with 1 cc of juvéderm® volift¿ with lidocaine. About a month later patient was injected in snl with 1 cc of juvéderm® volift¿ with lidocaine with no alleged adverse events. The month after this injection, patient presented ¿granulomas, product migration of the superior zone¿. Early next month patient presented inflammation on both sides. This month, patient was injected in tt1 + tt2 + tt3 with 1 cc of juvéderm® juvéderm¿ with lidocaine. 3 days after this injection patient presented ¿lower area migration, granuloma¿. Patient was concomitantly taking alendronate. Event was also described as ¿late inflammation¿. Reaction after the last treatment ¿due to inflammation zones, pain and [illegible] in all the zones injected.¿ patient was treated with hyaluronidase in zones such as granuloma areas on the lips and tear trough area around the middle of the month. Patient was treated with prednisone on the following month during seven days. Biopsy was not provided. Event ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2022-00125 (allergan complaint # (B)(4)), MDR ID # 3005113652-2022-00127 (allergan complaint # (B)(4)), and MDR ID # 3005113652-2022-00126 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® juvéderm¿ with lidocaine.